Event description:
It was reported that prior to a surgical procedure at the user facility that the device trigger was sticking. The procedure was completed successfully and there was no reported adverse consequences or delay. It was further reported that during equipment testing conducted by a manufacturer service technician that the triggers would remain depressed causing the device to run-on.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device trigger was sticking. The procedure was completed successfully and there was no reported adverse consequences or delay. It was further reported that during equipment testing conducted by a manufacturer service technician that the triggers would remain depressed causing the device to run-on.